Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) failed sensitivity testing and was missing bail/cover. It was indicated that a printed circuit board (pcb) was out of specification and that multiple external components were broken or missing. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed sensitivity testing and was missing bail/cover. The epg was returned for service. There was no patient involvement.